Event description:
Externalized conductors were reported during normal patient follow up. Lead was tested, no anomalies found. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.